Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: analysis of wr9200 ( serial no # (B)(6)) revealed " led's scroll continuously and device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless charger (wr) battery lights started scrolling last night. Patient said they worked with mdt rep and held down the power button, but the issue did not resolve. Agent worked with patient to reset the charger by holding down the power button for 45 seconds while on the dock, plugged into power, and while off the dock, but the issue did not resolve. An email was sent to the repair department to replace the device. No symptoms were reported. Patient confirmed the scrolling battery lights were green. Also confirmed wr was on due to the fact that the light was on in the back of it.